Manufacturer narrative:
In response to FDA report number mw5085920. The reason for reoperation was deflation. No contact information was provided for the initial reporter to the FDA, therefore additional event, product, and/or patient details are not attainable. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported, via voluntary medwatch, left side deflation and ¿swollen and tender lymph nodes in the breast area, underarms, throat, neck, or groin, all over really¿. Device was explanted.